Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, their device indicated "abnormal energy delivery" when attempting to deliver defibrillation energy. There was no additional information on the reported event or the patient provided to physio-control. It is unknown if the patient suffered any adverse effects during the reported event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.